Event description:
It was reported that the patient presented to the hospital for a routine generator change procedure. It was noted that the right atrial (ra) lead was capped for unknown reasons on (B)(6) 2020. The patient condition was unknown.